Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.

Event description:
This event involved a patient thirteen months after the implantation who experienced charging issues with his/her battery. It was reported that the battery was lasting for 30-40 minutes even after charging on different charger ports for a period of 4 hours. The battery in question was removed from the patient's use and there was no reported patient injury.